Event description:
Right breast implant ruptured upon reinsertion. Physician inserted it initially without incident, took it out to suture an area of the breast, then re-inserted the implant. It ruptured at this point. Per the physician, no unusual force or use of the implant occurred.